Event description:
It was reported that bd plastipak¿ hypodermic syringe luer lok¿ was missing scale markings and had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: there are multiple problems within the manufacturing process, detailed below: ¿ no numerical graduation on the syringe ¿ dents and scratches on barrel of the syringe. ¿ foreign plastic in the syringe hub which is attached and appears to be sealed although the plunger does retract and expel air.

Manufacturer narrative:
Investigation: five photos were provided to our quality engineer for investigation. Through visual inspection, the syringe tip is noted to be filled with polypropylene material, the barrel is damaged and the scale is missing. A device history record review did not reveal any quality issues during the production of lot number 1902700 that may have contributed to the reported incident. Product is visually and functionally tested throughout the manufacturing process according to procedure. While we could not identify a direct issue, it was determined this incident occurred due to a breakage of the mold insert for the tip. As a result, the tip was not molded properly therefore it was not correctly positioned in the marking machine. As a result, the barrel was damaged and the scale was not correctly marked. Based on the preventive measures in place and the current inspection process, this is believe to be an isolated issue with an unlikely recurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ hypodermic syringe luer lok¿ was missing scale markings and had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: there are multiple problems within the manufacturing process, detailed below: no numerical graduation on the syringe. Dents and scratches on barrel of the syringe. Foreign plastic in the syringe hub which is attached and appears to be sealed although the plunger does retract and expel air.